Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an urgent care visit due to high blood glucose readings of 414 mg/dl. It was noticed that the customer's blood glucose readings were 172 mg/dl and risen to 414 mg/dl after a site change. Customer was treated with injections and site change at the urgent care. Customer mentioned experiencing a headache prior to the urgent care visit. No further information reported.